Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient lost therapy due to ipg reaching end of life. As such surgical intervention is expected to address the issue at a later time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined